Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887711 and gd887695 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of a patient who made a mistake / touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date the patient made a mistake / touch contamination which resulted in peritonitis on (B)(6) 2011. On that same date the patient was hospitalized due to the event. Treatment was not reported. The outcome of the event of the patient made a mistake / touch contamination was not reported, but at the time of this report the patient was recovering from the event of peritonitis. Therapy with dianeal was withdrawn on an unreported date. The consumer did not provide an opinion of causality.